Event description:
It was reported that high impedances (>10,000 ohms) were measured on electrodes #4 and 7 of the lead component of the patient¿s implantable neurostimulator (ins) and it was assumed that it was due to a lead break/fracture. Additional diagnostics/troubleshooting included reprogramming where the manufacturer¿s representative was able to program the lead for occipital coverage for the patient, but was not quite enough to reach the area that was needed for them. The patient had the amplitude ¿maxed out¿ on the program the incorporate electrode #7, but felt nothing. Patient symptoms that were reported due to the event issue was pain and less than 50% therapy relief. The patient will be scheduled for a lead revision procedure when ¿time allows¿ due to their ¿many commitments¿. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that when asked to provide the location of the lead fracture the manufacturer representative responded, "on the initial lead two electrodes were out of range." A revision was done (B)(6) 2014 and another lead was added.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n233060, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n216797, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing well and was happy with her coverage.